Manufacturer narrative:
Could not duplicate complaint allegation. Material was inspected and could not confirm customer complaint. Material: ar-11041xlf/batch: 10291439 met both visual and cutting criteria during evaluation.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a knee arthroscopy the arthrex device ar-11041xlf was used. The device produces metal abrasion. The metal abrasion is so thin and small that it was not possible to retrieve everything from the joint of the patient. The surgery was completed successfully with the complaint device. No further information received by the customer.